Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances on the right ventricular (rv) lead. The impedances were out of range at 127 ohms, but the values are typically stable around 100 ohms. At this time, the products remain in service and the patient is being monitored. No adverse patient effects were reported.